Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that healthcare professional was not able to see data from insulin pump dating from (B)(6) 2015 to (B)(6) 2016. During troubleshooting, it was found that time and date were incorrect and data was under a different date. Customer changed battery and did not updated time and date. Alarm history showed a weak battery and low battery. Customer's blood glucose was 400 mg/dl. Customer declined treating for high blood glucose and wanted to wait for appointment with healthcare professional.